Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient injection with 1 ml juvederm volift with lidocaine in the lips. 3 months later, patient returned for consultation and was feeling a little ball on one side of the upper lip (it was not perceived with the naked eye, but it was possible to feeling on palpation). The physician injected another amount of hyaluronic acid to the other side of the lip to equalize volume and the patient returned after five days presenting inflammation and pain. Infection was diagnosed, pus was removed from the affected area and medical treatment was initiated (duo-decadron x 10 mg im single dose, naproxen x 500 mg 1 tablet every 8 hours). Hyaluronidase applied to decrease volume. Treatment provided to avoid increased infection and deformity, symptoms resolved 6 days later.